Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that this was an acute myocardial infarction (ami) case. When the vision 3.5 x 18 was delivered into the pt's body and inflated, the stent could not be confirmed; therefore, it was checked outside the pt's body, and the stent was found to be dislodged and had remained outside the pt's body. It was noted that the stent may have dislodged when the protective sheath had been removed from the stent delivery system (sds). No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was returned with no blood or contrast visible. There was fluid in the balloon and inflation lumen. The stent implant was dislodged and located on the stylet with an orange protective sheath. There was no damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameter of the stent implant. The distal outer diameter measurement of the stent implant met manufacturing criteria. The middle and proximal outer diameter measurements of the stent implant did not met manufacturing criteria. Product performance engineering reviewed the incident info and results of the returned device analysis. It was mentioned that the stent might have dislodged when the protective sheath was taken off. Analysis of the returned device did find the stent implant dislodged from the balloon on the stylet with the protective sheath, which is consistent with the reported dislodgement outside the body; however, although no blood or contrast was visible on / in the sds, fluid in the inflation lumen and in the loosely folded balloon suggests that the device was prepared for use and likely inflated or had some positive pressure applied. It is ultimately unk if the sds entered the body as reported or if the inflation/pressurization occurred outside the body. Factors that can affect stent dislodgement outside the body include, but are not limited to, improper or inadequate crimp, positive pressure during prep, negative pressure during sheath removal, incorrect sheath sizing, or forced sheath removal. Analysis of the returned device indicates the presence of crimp marks on the balloon that were between the markers of the loosely folded balloon. This suggests that the stent implant was at least crimped onto the balloon at the time of manufacturing. The loosely folded balloon could be the result of the physician attempting to deploy the stent before realizing the stent implant had dislodged has reported; however, it could also indicate that positive pressure was applied prior to use. If positive pressure was applied to the system during preparation, this may have contributed to th stent dislodgement during the removal of the protective sheath. The inner diameter of the returned protective sheath was found to be within manufacturing criteria. The over-sized outer diameters (middle & proximal) of the stent implant noted during analysis suggest that the stent slightly expanded during travel over the balloon as would be expected. It was gathered from the incident info that this was an acute myocardial infarction (ami) case. It is prescribed in the instructions for use (IFU) that the use of the device is a contraindication for "patients who have experienced a recent (less than 1 week) acute myocardial infarction". Also in the same IFU, it is commended that "prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing mandrel, remove the protective sheath carefully with holding its distal end. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted". Based on the incident info and results of the analysis of the returned device, a conclusive root cause for the reported stent dislodgement cannot be determined. There is no indication to suggest that materials or workmanship may have caused or contributed to the incident. A review of the lot history record did not indicate any non-conforming material reports that could have contributed to this complaint. This MDR is considered closed by the product performance group.